Manufacturer narrative:
We do not believe that this event meets the definition of an MDR reportable event since: it did not involve a device that caused death or serious injury (while the event did lead to an explant which is a surgical intervention, the explant was not deemed medically necessary by the surgeon); nor did it involve a device that has malfunctioned. However, since the event did involve the explant of the argus ii due to patient-reported symptoms, we are reporting this event out of an abundance of caution. There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2014. This patient reported experiencing visual percepts in both eyes that were maroon in color with the device turned on and off, although it was reduced in the implanted eye with the device on. The surgeon believes that her symptoms were not device-related and that she was suffering from charles bonnet syndrome. Patient nonetheless elected to have the device explanted. On (B)(6) 2016, the argus ii device was surgically explanted without any adverse sequelae. Following explantation, the patient reported that she is no longer experiencing previously reported visual symptoms.